Manufacturer narrative:
Olympus followed up with the user facility via telephone and in writing to gather add'l info regarding the event, but did not receive add'l info. The device referenced in this report was returned to olympus for eval. Olympus received the shaft of the triple lumen needle knife and knife wire. The eval found that the knife wire had detached from the shaft. The cause of the separation could not be conclusively determined. The kd-441q single use triple lumen needle knife instruction manual states, "this instrument has been designed to be used with an olympus endoscope for papillotomy using high frequency current. Do not use this instrument for any purpose other than its intended use." The device has been forwarded to the original equipment MFR (OEM) for further eval. If add'l significant info is obtained, the report will be updated. This report is being submitted as a medical device report in an abundance of caution.

Event description:
The user facility reported that a physician used the subject device to cut a stricture ring in the pt's esophagus. Upon activation of another MFR's electrosurgical unit, the device "separated" and a portion lodged onto the pt's mucosa. The user facility reported that the physician recovered the separated piece by unspecified means, and continued with the procedure. There was no pt harm reported.